Manufacturer narrative:
The reported event of noise was confirmed. As received, only the connector portion of the lead was returned for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation. The cause of the reported event was due to the exposure of the outer coil consistent with friction to the device can.

Event description:
Related manufacture reference number: (B)(4). It was reported, that the patient's atrial lead and right ventricular lead exhibited noise. Both leads were explanted and replaced on (B)(6) 2023. The patient was in stable condition.